Manufacturer narrative:
(B)(4). Date sent: 5/18/2020. D4: batch # p5604e. Device analysis: the analysis found that one ple45a device was returned with no apparent damage and with no cartridge loaded on the device. The manual override door was out of position and missing. The override lever was up, which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used, the instrument is disabled and cannot be used for any subsequent firings. The bailout system was reset and an attempt to fire the device was made, however, the device would not fire. Upon evaluation, the pcb board was noted to be non-functional. No functional test was performed due the condition of the device. No conclusion could be reached as to what may have caused the pcb board to be damaged. However, it should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The device opened and closed without any difficulties noted. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance were identified.

Manufacturer narrative:
(B)(4). Batch #unk. Attempts have been made to retrieve the device. To date, the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. The lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed. Additional information was requested and the following was received: "did the device deliver any staples? Yes. If yes, were the staples formed properly? Yes. If yes, was the staple line complete? Yes. Did the device cut? Yes. If yes, was the cut line complete? Yes. If yes, was there any issue with the cut line such as jagged, dull knife, irregular, etc? No was there any difficulty opening the device? Yes, but this happened outside of the patient. If yes, how was the device removed from the patient? Device got locked while changing out reload. If yes, did the jaws eventually open? No".

Event description:
It was reported that during a gastric sleeve, the device locked up outside the patient. The device did deliver properly formed staples and the cut line was complete. The device locked while changing out a reload and the jaws never eventually opened. A similar device was used to complete the case with no patient consequences.